Event description:
It was reported that the impedance measurement on the lead was low with evidence of noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4568, implantable pacing lead, (B)(6) 1997. (B)(4).